Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that all the keypad buttons responded properly with normal spring back and did not require excessive force to elicit a respond. Removal of the keypad cover found contamination under all the keypad button contacts. The investigation was unable to duplicate the reported sticky button issue. Unrelated to the button issue, evidence of moisture intrusion was observed in the battery compartment. The pump passed a leak test and no evidence of moisture intrusion was found in the pump. In addition, the pump powered up to a dim and discolored verify screen. When the display was replaced with a test screen the test screen was fully functional.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿ and ¿down¿ buttons were sticking since about 2-3 weeks ago and is now worst. The reporter stated that the keypad cover was not damaged and there was no evidence of moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.